Event description:
It was reported to philips that the customer was unable to acquire images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a cardiac diagnosis procedure which was aborted and completed by moving the patient to another device. The philips field service engineer (fse) inspected the system on site and confirmed it was unable to acquire images. Review of the system log files showed an issue with the frontal image processing pc, and the cause of the issue was disk bay. Upon troubleshooting, fse confirmed that the disk-full error was not resolved even after deleting the cases. Fse found the databases on the ippc and host pc were corrupted. To resolve the issue, fse recreated the image storage and cleared the space to store the image. After that, the system was returned to good working condition. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.